Event description:
The facility's biomedical technician reported an infusion pump with failure code 25, found during pt use. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, pt injury or age of pt. The medication was being infused from a bag and when the failure code occurred, the pump was switched out. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.